Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c29 that has a similar product distributed in the us, list number 6l27.

Event description:
The customer observed multiple falsely elevated results while using architect havab-igg reagents. The following data was provided: (B)(6). Per the product package insert, result less than (B)(6) are interpreted as (B)(6) and greater than or equal to (B)(6) are interpreted as (B)(6). The customer uses gray zone (B)(6) and retests all specimens in this zone. No impact to patient management was reported.

Manufacturer narrative:
The suspect medical device has been changed to the architect havab igg list number 06c29 lot 87316li00.the event documented has been associated with a product recall. The event associated with the updated suspect medical device (architect havab igg assay) is not reportable per 21cfr part 806, as the product has not been distributed in the us. No additional information will be provided in this report.